Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the fenestrated bipolar forceps instrument could not be energized. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage identified. The issue was identified during coagulation of fat with small vessels.

Manufacturer narrative:
Based on the claim against the product by the customer noting the coagulation failure with fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and the reported failure was confirmed. The fbf was found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was not damaged. Failure analysis also found an additional observation not reported by site: the instrument was also found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument failed electrical continuity. The complaint regarding coagulation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.